Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smart assist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient experienced low pump flow and a clot in the inlet cage. Coronary angiography showed the lad and the rca were totally occluded with clot. As soon as they aspirated a clot and opened the vessel it would again clot off. Despite all efforts they were unable to get a pressure back. Survival outcome at explant noted the patient expired in the procedural area. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.